Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was giving them too much insulin. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump was delivering 0.8 units every time after completing the fill tubing process. The customer stated that the pump had been dropped. The pump was counting down as if it was delivering insulin. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.